Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a 5 unit correction bolus which caused blood glucose (bg) level to decrease to 55 mg/dl. Reportedly, customer required assistance from coworkers to treat bg with candy. Multiple contact attempts were made by tandem technical support to obtain clarification on how the bolus caused the customer's blood glucose to decrease below target range and if the correct values were entered into the bolus menu; however, the customer did not respond.